Event description:
It was reported that the insulin pump had a vibrator anomaly. The blood glucose reading was 104 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no vibration when vibrator motor is activated due to broken vibrator motor wire. The insulin pump had a minor scratched display screen, cracked display window corner, broken belt clip slot at battery tube thread area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.